Event description:
The report received indicated that approximately a physician had difficulty advancing outback up and over through six french sheath. Seven french sheath tried next then on to 8 french sheath. Still unable to advance outback through any contralateral sheath. Physician then stuck a retrograde approach and used a 2nd outback successfully. It was noticed that the distal tip of first outback had separated from catheter and lodged in subintimal space. The doctor proceeded to stent around tip. He decided against surgical removal. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion and the handle deployment slide locked in the proximal position. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A boston scientific ironman .014 guidewire was used in the procedure along with pinnacle destination and arrow superarrowflex sheaths. There was no difficulty advancing the outback over the guidewire. There was also no trouble loading a guide wire with the outback ltd. The patient was successfully discharged.

Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Concomitant devices: outback, boston scientific ironman .014 guidewire, pinnacle destination and arrow superarrowflex sheaths. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the physician had difficulty advancing the outback catheter up and over the bifurcation through a 6fr. Sheath, then a 7fr. Sheath followed by an 8fr. Sheath but he was still unable to advance the outback. The physician then used a retrograde approach and used a 2nd outback successfully. It was noticed that the distal tip of first outback had separated from the catheter and had lodged in the subintimal space. The doctor decided against surgical removal and proceeded to stent around the catheter tip effectively jailing it. The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion and the handle deployment slide locked in the proximal position. There was a one to one response to the nosecone while rotating the rotating hemostatic valve during prep. A boston scientific ironman .014 guidewire was used in the procedure along with pinnacle destination and arrow super arrowflex sheaths. There was no difficulty advancing the outback over the guidewire. There was also no trouble loading a guide wire with the outback ltd. There was no reported patient injury and the patient was successfully discharged. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15416182 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.